Event description:
The catheter was inserted 4/15/96 at approx 1240 in the dorsal left hand. At 1710 the catheter was discontinued. It was noted that the catheter was not connected to the hub. A tourniquet was applied, an x-ray was taken, and it was noted that the catheter was present between the third and fourth metacarpal shafts. The catheter was removed in surgery under a local anesthetic.